Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose value was 480 mg/dl; the customer was having trouble setting up her infusion sets. The patient's blood glucose has been high since her last set change. The lowest her blood glucose had been since sunday was 350 mg/dl. It was confirmed in the insulin pump history that the customer performed the priming process; however, the customer stated that she did the process incorrectly and that she performed the rewind at an incorrect portion of the sequence. The infusion set was removed and it was not bent. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.